Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included failed back surgery syndrome, chronic low back pain, degenerative disc disease, and herniated disc pain. The patient reported receiving the poor communication screen on the patient programmer, and stated that they were unable to communicate with the insr. It was stated that the last successful recharge session was a couple months ago, and that the patient did not charge because they were busy. The manufacturer representative later reported that the patient was in overdischarge for 2-3 months. The ins successfully recovered after a trickle charge and the power on reset (por) was cleared. This was said to be the patient's first overdischarge, and that the death of the patient's parent led to the event. The patient informed the manufacturer representative that they have needed to charge more frequently after the overdischarge. They have been charging to full every day, but the next morning the battery is empty again. They also stated that it only took a minute or so to charge it from empty to full, which was observed by the manufacturer representative as well. No patient symptoms or interventions were reported.

Manufacturer narrative:
Concomitant products: product ID 3550-39, serial # unknown, product type accessory; product ID 3550-39, serial # unknown, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. Analysis of the ins ((B)(4)) found reduced capacity due to overdischarge. Analysis of the lead ((B)(4)) found a broken conductor at the proximal end.